Event description:
It was reported that a device was used during an esophagogastrectomy procedure. The firing lever disengaged from the track of the device and locked out. A new device was used to complete the case. There was no consequence to patient.